Manufacturer narrative:
(B)(4).

Event description:
Information was received from the health care provider (hcp) via clinical study, regarding a 52 year old female patient receiving in trathecal fentanyl 1,500.0mcg/ml at 359.7mcg/day and dilaudid 30mg/ml at 7.195mcg/day via an implantable infusion pump. The indication for use of the device was for non-malignant pain and failed back surgery syndrome. The concomitant medications and patient history were not reported. It was reported that during an examination on (B)(6) 2012, the patient had slurred speech and was unsteady while attempting to ambulate following a pump refill. The patient also experienced nausea and dizziness. The diagnosis was identified as altered mental status. The intervention specified that the patient was and emergency room visit and observation overnight. The event was possibly related to the device. The event was resolved without sequelae on (B)(6) 2013.